Manufacturer narrative:
Received one (1) used b3300 clave attached to a list #unknown extension tubing. No damages or anomalies were noted. The clave and set were leak tested as received per product specifications. There was no leakage. The clave was removed and leak tested in both the activated and inactivated positions. No leakage. The reported complaint of leakage was unable to be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a microclave® neutral connector generated a leak of an unspecified medication during patient use. The report stated that the clave site connecting to the bd syringe administration set was found to be leaking after medication administration through a peripheral intravenous line (piv). There was no patient harm reported.